Event description:
Healthcare professional reported, right side "capsular contracture, baker grade IV". And exchange from textured to smooth, due to product concern. Healthcare professional, later reported, rupture. And "old hematoma". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, crease sharp broken on radius assessed, as fold flaw opening. And missing piece of shell assessed, as inconclusive. Additional observations: crease fold observed. Red particles on the surface of the shell.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Healthcare professional later reported rupture and "old hematoma." Device has been explanted.

Event description:
Healthcare professional reported right side "capsular contracture baker grade IV" and exchange from textured to smooth due to product concern. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.